Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified the device had been in for service but not for a related customer problem. The reported problem was duplicated as investigation found the device alarming last error code (lec) 45639. The cause of the issue was not able to be definitively determined. The main board was replaced to resolve the issue.

Event description:
It was reported that the pump has received a high priority alarm: 45639. There was no patient involvement.